Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for a scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead exhibited low, out of range pacing impedance. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.